Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has an error alarm on their insulin pump. Patient's blood glucose level is at 297mg/dl. Trouble shooting is conducted. Patient is advised to cease use of pump and resort to back up. Device is being returned. No further information available.